Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report #1627487-2015-06259; 1627487-2015-06260; 1627487-2015-06261. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's supra-orbital leads were repositioned. Effective stimulation was achieved postoperative, and the issue has reportedly resolved.

Event description:
Device 1 of 4 reference MFR. Report #1627487-2015-06259; 1627487-2015-06260; 1627487-2015-06261it was reported the patient is experiencing uncomfortable motor stimulation. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.